Event description:
It was reported that there was an alert for shock impedance high out-of-range. Technical services advised to have an x-ray done. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced onto the original pulse generator. There were no additional adverse patient effects. It was reported that there was an alert for shock impedance high out-of-range. Technical services advised to have an x-ray done. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
The electrode was returned in two pieces approximately 326mm from the terminal pin. Upon receipt at our post market quality assurance laboratory, this electrode was thoroughly inspected and analyzed. A visual examination determined the fracture was located approximately 326mm from the terminal pin, (in the notch area adjacent to the sense b electrode. Evidence of striations on the fracture surface of the polymer indicate a fatigue fracture, while the void/bubble in the polymer indicates a stress riser which is a possible fracture initiation. In december 2020, boston scientific issued a field safety notice regarding the potential for emblem s-ICD subcutaneous electrodes to exhibit a lead body fracture just distal to the proximal sense ring. This electrode is a part of the advisory population. This event is now in CAPA -00005320 model 3501 fracture distal to sense b electrode location.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This event is now in CAPA -00005320 model 3501 fracture distal to sense b electrode location. This supplemental report is being filed to provide additional information that the electrode has been explanted and replaced. There were no additional adverse patient effects. It was reported that there was an alert for shock impedance high out-of-range. Technical services advised to have an x-ray done. There were no adverse patient effects. The system remains implanted.